Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the cylinder and channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had an aspiration problem and an image problem. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water cylinder has foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found the air/water tube has remaining foreign material from previous procedures (channel natural color changed to whitish). The reported fault was likely a result of insufficient reprocessing. Furthermore, the following additional issues were identified during inspection: flexibility adjustment ring has a scratch, grip has a scratch, air/water-cylinder has no color, suction-cylinder has no color, switch 1 has a pinhole, due to damage on suction-connector, channel cleaning brush cannot insert smoothly, plug unit has a scratch, scope connector-case unit is dirty due to water leakage, due to breakage of light guide bundle, illumination is uneven / light guide-bundle has breakage, knobs play, plastic distal end cover has a scratch, adhesive around lenses has discoloration, light guide lens has a chip, light guide lens has discoloration, adhesive on bending section cover has a discolored area, adhesive on bending section cover chipped, universal cord has a scratch, and the universal cord coating peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.